Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6). Product type: recharger. Product ID: wr9230 lot# serial# (B)(6). Product type: recharger. Product ID : a620 lot# serial# unknown. Product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient able to charge implant and when attempts to use the recharger app will see 1021 code. Reviewed meaning of code. Reviewed clinician app to clear code and pull logs and see if coder persists. Engage engineering if needed. Rep to see patient on thursday as snow storm is coming. Reviewed to not charge implant to near full while waiting to connect with patient. Additional information was received from rep and noted he is on his way to meet with the patient regarding the noted error message. Manufacturing rep. Said said they had connected to patient's implantable neurostimulator (ins) and impedances were normal. Manufacturing rep. Said error code 1021 appeared whenever the patient connected to ipg with recharger and recharger showed error tone. Patient was able to use stimulation and stimulation was turned on. Technical services(tss ) discussed issue with manufacturing rep and rep insisted upon getting logs. Tss helped pull mdt data report and transferred to hcit for communication manager logs, dbs application logs, and json file. Manufacturing rep called back and said he tried a differed wireless recharger (wr) and did not get the error code. Manufacturing rep requested replacement wr. Technical services (ts) reviewed that the patient should not repeatedly place the wr on the ins to confirm the ins is full. Manufacturing rep reported the patient was seeing 1021 in their recharger application yesterday(12/25) and are now unable to charge. Rep was not with the patient at the time of call. Tss reviewed clarifying if the patient is able to close out of the notification, otherwise reviewed meeting with the patient to obtain log files. Manufacturing rep met with the patient on 12/29 with two different wrs that were showing 1021. Caller read the ins with the tablet and there were no messages to clear. Programming was fine and patient was getting good therapy. Patient charges every 3-5 days and no change in interval that she has noticed. Caller noted that patient had been charging to 100% and then would go back in to check the status to confirm full with wr. Caller asked to do this with the programmer and communicator after early dec when she saw the 1021 earlier. Caller provided logs and reports as he could and noted he would be providing the patient a different handset as well. Told him to return that to m anufacturer. Called caller back and he reported that after we spoke he tried using one of the wr that wasn't attached to the patient's handset and was able to charge the ins for about 15-20 minutes. Patient noted that the recharger hurt a little today -charged over clothing.- never felt that before. Then the caller tried to connect the wr to the handset and got the red error light. Reviewed possible reasons for this. Patient was at 90%. Friday patient was at 80% and at start of todays visit patient was at 60%. Caller is willing to see the patient on friday if needed for any troubleshooting. If the ins needs to be replaced the family has requested to do this sooner than later b/c the patient's father is having neck surgery in a few weeks. Additional information was received: it was reported that they had completed troubleshooting with the rep and patient today and continued to get the 1021 error code on two wr's with and without the wr app. The wr would signal its orange light within 10 seconds of a charging session. They attempted to clear the message in the app, reset the wr, turn it off and then on, placing the wr over the implant with a 1/4" spacer and all were unsuccessful in clearing the message. Attempts at tablet connections showed no error message, impedances were normal and battery life was at 70%. They collected data logs and for the ins and wr for review. Eventually, they reset the ins and were able to recharge up to 100% while on the phone with tech services. Additional information was received: it was reported that the rep had called back on january 08, 2026 and reported that the patient tried charging last night and immediately saw the 1021 error code. The ins was at 60% charge and was asking to schedule a replacement. On january 12, 2026 the rep called to say they were meeting with the patient to reset the ins and attempt charging again. They tried lowering the speed of the wr last week to speed 2 but that didn't change the outcome and they still saw the 1021 message and weren't able to recharge the ins. They again attempted to troubleshoot by resetting the wr but saw the 1021 message again. They cleared the message, reset the wr again and still no change. They reset the ins with the clinician programmer app and tried another wr session but no success. One more wr reset was tried with no success again, so the patient was being placed on the surgical list to replace their ins.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of patient feeling pain while charging was unknown. Rep reported that implantable device was replaced on 2026-jan-14 and issues resolved.